Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused red blood cells during therapy using an IV set , clearlink, y type, product code jc7751, lot # unknown (programmed amount and delivery rate unknown). Red blood cell bag states 282 mls as volume, 130 mls added to complete infusion. Blood products are exact volumes. It was also reported there was no patient injury.